Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 1 event was originally reported for this failure mode during the reporting quarter. 2 events should have been reported; 1 event was inadvertently excluded. 2 evaluation results were communicated in the first follow-up report.

Event description:
This report summarizes <noe> 2 </noe> malfunction event in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 2 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: 1 device evaluation is in progress. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 1 event was originally reported for this failure mode during the reporting quarter. 2 events should have been reported; 1 event was inadvertently excluded. - 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Evaluation status 2 reported events were confirmed during testing. - 2 devices were found to be affected by a damaged hose.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 1 event had no patient involvement; no patient impact.